Event description:
It was reported that during implant attempt, the patient went asystolic and pacing was performed on the ventricular lead via the pacing analyzer. The physician extended the helix while pacing the patient. The lead pin bent during this procedure with impedance variation noted. The lead was not used and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4): the distal connector was bent, the distal electrode was covered in blood, and the lead was damaged at implant; full lead returned and analyzed.